Event description:
Lawsuit alleges that as a result of the lead the patient "suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Review of manufacturer's database verified patient death and also that the patient did not have a sprint fidelis lead model implanted at the time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the lead was explanted post-mortem. The cause of death has been researched but has not been received.